Manufacturer narrative:
Added the concomitant medical products and therapy dates. Corrected: device code has been updated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2020-00548, 1627487-2020-0076. Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the entire scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may be pending with the patient's ipg. The reason for surgery is unknown. No additional information available.